Event description:
The intended procedure was a diagnostic colonscopy.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer (see section b5). Should any additional information be received, a supplemental report will be submitted.

Event description:
The customer reported to olympus there was a blocked air water channel on the evis lucera elite colonovideoscope. The procedure was completed using the same set of equipment. During the repair process, white contamination was identified in the air and jet auxiliary channels. The issue was identified during reprocessing. No patient harm was reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were not confirmed. However, during the repair process, remnants of white crystallized contamination believed to be a simethicone type product was evident within the air / water channels. Additional findings include suction connector water leakage, the up, down and right angles were out of specification due to straining, water flow was not to specification, and the electrical safety test did not pass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.